Event description:
The device had extruded. The device was explanted and the user was implanted with a new device in the same procedure.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted due to the extrusion of the implant. Implant position was changed with the new device. Damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The device had extruded. The device was explanted and the user was implanted with a new device in the same procedure.